Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp was unable to get the percutaneous lead into the epidural space because of scarring from the previous implant from a different manufacturer. The hcp attempted to implant the percutaneous lead for 1.5 hours before aborting the procedure. The lead was discarded. The patient was going to be sent to a neurosurgeon for a surgical lead placement. No further complications were reported.